Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # t5ec0c. Device analysis: the analysis results found that the ntlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was returned with the knife exposed, had the proximal three drivers up and the remaining drivers down, with staples present and the swing tab in the locked position. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested with the returned cartridge and fired without any difficulties. The staple line was complete, and the staples met the staple form release criteria. It should be noted that the cartridge reload is designed to lockout as a safety feature if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. It is possible that the knife exposed on the reload is consist with the firing knob not being returned completely prior to opening the device, causing the knife to not completely return to home position. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic colectomy, the device locked out at the second firing on the colon. The staple height was blue. Another ntlc75 loading another sr75 was used to complete the case. There were no adverse consequences to the patient. No further information is available.